Manufacturer narrative:
The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter prophylactically status post trauma. A right transfemoral venous antegrade approach was used for the filter implantation. The filter was deployed just below the renal veins. Approximately on or about eight days post implantation an unsuccessful removal attempt was made. The filter was not removed as there was thrombus within the ivc filter. Approximately on or about fourteen years and nine months post implantation, during the second attempted removal of the filter it was noted that multiple penetrating filter struts as well as fractured portions of the filter were observed. During the filter removal, with the traction that was being exerted on the ends of the filter, it fractured into two principal parts. Each half of the filter was retrieved via unknown femoral and ij access sheaths respectively and inspected. Approximately six additional ivc filter strut fragments remained indwelling within the ivc at the site of the original filter. Four of these fragments were successfully retrieved. Despite multiple attempts, two of the very small remaining fragments, measuring approximately 5 mm in length were firmly adherent to the ivc vessel wall and could not be retrieved. There were left in situ, as they were felt to be completely endothelialized into the ivc wall. According to the information received in the patient profile from (ppf), approximately on or about fourteen years and seven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have undergone a CT scan for evaluation of their optease ivc filter. The report noted the filter had fractured and perforated the caval wall. Approximately two months later, the patient further underwent a complex percutaneous surgery that successfully removed four of the fractured struts. However, two fractured struts remain embedded in the patient¿s caval wall. The patient has suffered pain due to these recent complications. Additionally, the patient states to have a tilted filter, and that these injuries have caused emotional distress, mental anguish, anxiety, and stress. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter became embedded, perforated the wall of the inferior vena cava (ivc), fractured and tilted, and the patient experienced pain and anxiety. According to the medical records the indication for the filter implant was status post trauma, the extent of the injuries was not provided. The filter was placed via a right transfemoral venous antegrade approach and deployed just below the level of the renal veins. Approximately eight days later a percutaneous removal attempt was made, however, due to the presence of thrombus in the filter, the procedure was subsequently cancelled. Approximately fourteen years and seven months post implant the patient reports to have undergone a computed tomography scan for evaluation of the filter. The report noted the filter had fractured and perforated the caval wall. Approximately two months later, the patient underwent a percutaneous procedure to remove the filter. After obtaining access a venogram was performed and it was noted that there were multiple penetrating filter struts as well as fractured portions of the filter. During the procedure, the filter fractured into two parts, ode to the traction placed on the filter. Each half of the filter was successfully retrieved. There were approximately six additional filter strut fragments remaining and four of them were successfully retrieved. There were two very small fragments remaining, measuring approximately 5 mm in length and firmly adhered to the vessel wall that could not be retrieved. One photographic image was received of what appears to be an inferior vena cava filter, separated into five fragments, with some areas covered in tissue. The type of filter is inconclusive. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent and device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the events could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: there is specific evidence the filter is embedded and recommendation that filter removal not to be attempted. A CT scan of the abdomen further revealed that the filter has now fractured and perforated the vena cava wall. Two of the fractured struts are embedded in the caval wall. As a further and proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, and pain and sufferings and other damages.